Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father reported that the transmitter was snapped into the sensor pod when the sensor was removed. Sensor wire was not visible on sensor or skin. No additional event or patient information is available.